Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02224 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure on the left kidney performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, after ablating at full power (150 watts) for 15 minutes roll off had not occurred and the impedance had not increased. The physician set the machine to 150 watts and began another 15 minute ablation. However, after 15 minutes, the impedance had not increased and the system timed out as expected. At this time, the decision was made to halt treatment on the 2.4cm lesion. When the grounding pads were removed, red lines, 3cm wide and approximately 6-9cm in length, were present above the pads on each thigh. The physician noted that the reddening appeared to be a mild burn. The account further added that during treatment, the pads were checked regularly and no heat was emanating from them. Additionally, no visible issues were identified with the electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The account reported that the patient was discharged home the next day with no burns at all. No treatment had been applied to the areas of reddening and this is now being considered an unusual physiological response to the ablation. The current condition of the patient was reported as fine.

Manufacturer narrative:
A visual examination of the returned device revealed no deformation. Functionally, the electrode could be separated from the introducer and re-inserted without issue. Additionally, the electrode array was able to be extended and retracted without issue. Finally, continuity of current was achieved between the handle and tines and was within specification which is indicative of the device being able to properly conduct current. The device evaluation found no evidence of a malfunction that would have led to the reported event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4)

Manufacturer narrative:
Patient identifier and weight are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02224 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure on the left kidney performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, after ablating at full power (150 watts) for 15 minutes roll off had not occurred and the impedance had not increased. The physician set the machine to 150 watts and began another 15 minute ablation. However, after 15 minutes the impedance had not increased and the system timed out as expected. At this time, the decision was made to halt treatment on the 2.4cm lesion. When the grounding pads were removed, red lines, 3cm wide and approximately 6-9cm in length, were present above the pads on each thigh. The physician noted that the reddening appeared to be a mild burn. The account further added that during treatment the pads were checked regularly and no heat was emanating from them. Additionally, no visible issues were identified with the electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The account reported that the patient was discharged home the next day with no burns at all. No treatment had been applied to the areas of reddening and this is now being considered an unusual physiological response to the ablation. The current condition of the patient was reported as fine.